Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to delayed keypad response. Service evaluation verified the delayed keypad response. The cause was identified to be failed processor printed circuit board. The processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced delayed keypad response. No additional information is available.